Manufacturer narrative:
The insulin pump passed self test and no missing segments/partial display noted during testing. The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked battery tube threads. Analysis was unable to perform basic occlusion test or occlusion test due to completely broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir had missing pieces. The customer also reported that the o-rings fell out. The customer reported that they saw that the reservoir was hanging. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.